Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete instructions for a pump reset and guided them through the process. After the reset, the cgm error code did not reappear. The customer was also advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.